Manufacturer narrative:
Smith & nephew medical ltd. Is submitting this report pursuant to the provisions of 21 c.f.r. Part 803, the medical device reporting regulation. The report is based upon information obtained by smith & nephew, medical ltd.

Event description:
Infection after resection of skin abscess on leg, pico had been used for 23 days for the patient. Pico use was discontinued due to infection. Patient treated for 3 weeks with iodine sugar, patient recovered from the event.